Event description:
It was alleged that the patient's personal diabetes manager (pdm) battery melted/exploded while charging it causing the pdm to catch fire. Customer was at his fraternity house and had the pdm charging. Some property damage was also alleged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the personal diabetes manager experienced a battery failure that caused a fire. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the personal diabetes manager experienced a battery failure that caused a fire. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was alleged that the patient's personal diabetes manager (pdm) battery melted/exploded while charging it causing the pdm to catch fire. Customer was at his fraternity house and had the pdm charging. Some property damage was also alleged.